Event description:
It has been reported to philips that the wired foot switch in exam room was not working. After restart, it started working intermittently. No harm has been reported to philips. A philips service engineer inspected the log file remotely and identified that this happened due to the delay in activation of the 2 internal switches in the footswitch. The footswitch needs to be replaced. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment and the treatment was completed as planned by restarting the system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the wired footswitch in exam room was not working. Upon troubleshooting, the rse determined that the frontal fluoroscopy was not working and this could be due to the delay in activation of the two internal switches in the footswitch. The rse recommended the philips field service engineer (fse) to replace the wired footswitch. But the customer replaced the wired footswitch on their own and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.